Event description:
It was reported that the patient had difficulty connecting the recharger to their implantable neurostimulator (ins) following a ¿large amount¿ of weight loss. The patient was last able to charge successfully about 1 month ago which at that time they were able to get 8 coupling bars. The noted weight loss occurred after that instance. The manufacturer¿s representative only able to get 2 coupling boxes (at the most) and had tried to interrogate the ins with the recharger unit yesterday but was unsuccessful. A different recharger unit was then used in an attempt to recharge but did not resolve the issue. When the ins was interrogated with the clinician programmer unit a message that the battery was discharged was seen. An antenna locate (al) was attempted and a baseline value of 44 was seen with a top number as high as 56 noted. The ins was loose in the pocket and was very superficial (ins visible and right under the skin). An x-ray was taken and it was determined that the ins was flipped which the physician assistant was able to externally flip back. The patient was then able to recharge the device. The patient was to be scheduled for a revision of the device pocket. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 355024, lot# n481366, implanted: 2014-(B)(6), product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6) product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6) product type: lead. (B)(4).